Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. In response, cts provided detailed instructions to the caller, including disconnecting and tightening various components and administering boluses to address the issue. Despite initial recurrences of the alarm, a successful resolution involved the customer replacing necessary supplies and resuming insulin after loading a new, empty cartridge onto the pump and administering a bolus. Follow-up assistance was also arranged by cts for additional support.